Event description:
The customer reported that he experienced blood glucose levels as low as 20 mg/dl, and he felt that the insulin pump was delivering too much insulin. The customer stated that he had to go to the emergency room due to his low blood glucose levels. The customer stated that he was treated, then released a few hours later. Was not admitted. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the customer was connected to the infusion set during the rewind/prime sequence, on his most recent infusion set change. Advised the customer to always disconnect during the rewind/prime. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.